Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high triglyceride results generated by the synchron lxi 725 clinical system for two patients. The samples were re-tested and lower results were obtained. The results were reported out of the lab and questioned by the physician. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse found that the sample probe failed the carryover test. The fse cleaned the sample probe and this resolved the issue. A definitive root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report since other cartridge chemistries could be impacted upon recur.